Event description:
It was reported that a malfunction occurred with the pump, identified as malf 12, which was successfully reset with assistance from technical support. There was no adverse impact on the customer¿s blood glucose level, remaining below 500 mg/dl. The customer was informed they could continue using the pump and advised to contact technical support if the malfunction recurs, which they understood and acknowledged.